Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they had dizziness, and that the lead dislodged. It was also reported the lead had high impedance. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.